Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by japan ew affiliate- edwards received notification of a pascal precision ace in mitral position where after releasing the implant, the implant moved. Preoperative evaluation demonstrated severe (4+) mitral regurgitation (mr), the width of prolapse 12mm and a-p gap 10mm. The strategy was to place one ace given the position and angle of the chordae below the lesion area. Although both leaflets were captured firmly, residual jets were seen in the directions of a and p which was thought to be severe mr. During the procedure, there were several situations where nothing was shown on the main screen due to mechanical issues in the echo and vital monitors, but the procedure was continued as there seemed opportunities to improve the capturing position. Another attempt with an optimization of the posterior leaflet resulted in a reduction to mild mr before releasing the implant. However, after releasing it, the implant moved toward medial-lateral and anterior-posterior along with the heart beats due to severe billowing of the prolapse, which led to the increase of mr to 3+. Implantation of a second device was considered but a decision was made to complete the procedure given the complexity of additional attempt and ease of controlling heart failure compared with the preoperative condition. There were no allegations of device deficiencies or malfunctions reported during the procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for implant movement was confirmed with other empirical evidence as reported by the edwards clinical specialist. No manufacturing non-conformities were identified from the investigation. Available information suggests that patient conditions (width of prolapse 12mm and a-p gap 10mm) may have contributed to the reported event.